Event description:
It was reported that a user experienced hyperglycemia identified by continuous glucose monitor (cgm) readings remaining high after breakfast despite a full supply change and confirmed insulin delivery function, and the issue resolved after a guided infusion site change with subsequent cgm returning to a blood glucose of 113 mg/dl. Investigation of this case revealed no device malfunction detected during troubleshooting, and the exact cause of the hyperglycemia remained undetermined. The user reported symptoms included elevated blood glucose consistent with hyperglycemia without reported complications. Outcomes included no medical intervention beyond troubleshooting and education, and no hospitalization or emergency care. Investigation included review of insulin delivery function, inspection of infusion site condition, verification of tubing connections, and execution of a fill step confirming drops. It was concluded that the event was consistent with transient hyperglycemia with cause unclear and that the device operated as expected based on the checks performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.